Event description:
Customer states that a faint density artifact was seen on the center of images on brain scans for 3 pts that appeared as a bleed. All 3 pts were re-imaged on magnetic resonance imaging (MRI) due to this artifact and the site stopped using the scanner until service fixed the issue. The follow-up mris proved that the artifacts were negative. There was no report of death or serious injury.

Manufacturer narrative:
The field service engineer (fse) inspected the error log and ran tests. The detectors and a-plane collimator were inspected and revealed a hairline crack in the compensator. The fse ordered and replaced the a-plane collimator, performed applicable calibrations, checks and created new backups. The system is fully functional. (B)(4).